Manufacturer narrative:
Qc was within specifications during the day of the event. System checks performed in 2008 and two days later, were within specifications. Customer performed a 10 point precision testing using the patient's sample the first day, and obtained one elevated result. Good results were obtained when the 10 point precision testing was performed using a cardiac qc level I reagent. The specimen was plasma, processed through the closed tube accessing (atc) system. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced a belt, pulley, and five grippers. The fse noted splashing and spillage inside the unit and possibly some substrate contamination. After service, the instrument was performing within specifications and customer will continue to monitor. Although the fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument. Per customer, elevated, above the ami cutoff accu tni results were obtained for multiple patients and the results were negative upon repeat. However, customer only provided exact pt results for one pt. The initial accu tni result for this pt was 3.67ng/ml. The result was not reported out of the lab. The original sample was re-centrifuged and retested, and repeated accu tni result was 0.18ng/ml. The re-centrifuged sample was also tested on a different instrument in the customer's lab and a result of 0.21ng/ml was obtained. The customer did not report pt injury requiring medical intervention or change to pt's treatment attributed or connected to this event.